Event description:
Pt experienced knee pain. Revision surgery found wear of ultra high molecular weight polyethylene on tibial insert's articulating surface.

Manufacturer narrative:
Note: information provided in section f was provided by the MFR, not the user facility. The device cannot be evaluated since the surgeon has notified co that the device will not be returned to us. This was noted in co's original medwatch report.